Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Previously reported on pr (B)(4) with MDR# 3030677-2016-00381. Investigation is pending the return of the device.